Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. Error message ua 41 indicates that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The probable root cause of the reported issue could be due to the device been stored in a hot environment, or in a hot vehicle or exposed to direct sunlight for a period of time that caused the internal temperature of the platform to increase. The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). No physical damage was noted during visual inspection; however, the lcd backlight function's intermittently and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. During archive review, multiple error message ua 41 was noted around the reported event date. The platform passed the initial functional testing without any fault or error. The blower fan and temperature sensor were tested and found to be functioning properly. The processor board was found to be defective which was unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The defective processor board was replaced to remedy the intermittent issue with the lcd backlight and the clutch plate deburring was performed to remedy the binding and resistance issue, after which the platform passed both the run-in and final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure) and the customer was not able to clear the message. No patient involvement was reported.